Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged ceramic tip was caused by thermal and mechanical induced wear and tear, improper handling, or mechanical overload such as a fall, shock or similar stress. Additionally, it cannot be determined whether the resection sheath had been previously damaged or if the damage on the ceramic insulating insert was caused during the last reprocessing or during last usage. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ in case of an unknown location of the fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ceramic tip of the inner sheath broke off. The issue was identified during preparation for use for a resection procedure. Replacement was not available. The customer provided no information on whether the procedure was completed or if there was a delay in procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. It was found that the ceramic tip broke off. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.